Manufacturer narrative:
A customer from outside the united satetss obtained an elevated ee2 result for an oncology patient which was discordant relative to repeat testing using mass spectrometry (ms). It was noted that the patient was taking the medication zoladex. The instructions for use (IFU) states the following, under limitations: "with the advent of new steroid-based medications (analogues) with similar chemical structures to estradiol, there is the possibility of cross-reactivity and results inconsistent with the patient's clinical history. For diagnostic purposes, the results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result." "Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies.9,10 additional information may be required for diagnosis." Siemens is investigating.

Event description:
The customer reports observation of a falsely-elevated atellica im enhanced estradiol (ee2) result which was discordant relative to alternate-method testing. The customer obtained an elevated ee2 result for an oncology patient which was discordant relative to repeat testing using mass spectrometry (ms). It was noted that the patient was taking the medication zoladex. There are no reports that treatment was altered or prescribed nor of any adverse health consequences due to the discordant ee2 result.

Manufacturer narrative:
MDR 1219913-2022-00379 was initially filed on 2022-11-15. Additional information, 2023-02-08: siemens has concluded the investigation. A customer from outside the united states reported observation of an elevated atellica im enhanced estradiol (ee2) result which was discordant relative to repeat testing using mass spectrometry (ms). The lower ms result was considered clinically accurate. The patient was found to be taking the medication zoladex. Siemens has not previously tested zoladex, and makes no related claims in the product's instructions for use (IFU). The instructions for use (IFU) states the following, under limitations: "with the advent of new steroid-based medications (analogues) with similar chemical structures to estradiol, there is the possibility of cross-reactivity and results inconsistent with the patient's clinical history. For diagnostic purposes, the results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result." Information regarding sample type and historical patient results was requested but not received. The affected sample was requested for testing, but not provided. Review of internal siemens data for atellica im ee2 lot 088 shows acceptable performance. A product performance issue has not been identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.